Event description:
It was reported that the patient with a right ventricular (rv) lead heard beeping tones coming from the pulse generator. According to the field representative, from the last latitude transmission, it appears there are out of range impedance measurements on the rv lead. There is no further information available to date and the device remains in service. Also, the field representative mentioned not being informed about any plan of action as of now. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with a right ventricular (rv) lead heard beeping tones coming from the pulse generator. According to the field representative, from the last latitude transmission, it appears there are out of range impedance measurements on the rv lead. There is no further information available to date and the device remains in service. Also, the field representative mentioned not being informed about any plan of action as of now. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.